Manufacturer narrative:
Upon investigation of the actual device used in the incident, it was determined that medication removal errors had occurred. Additionally, the patient ID belonged to a recurring outpatient and did not appear on the available patient list at the time. A technical support specialist (tss) guided the user through multiple enquiries, and the user mentioned that further assistance was no longer required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, medication removal errors had occurred. The customer stated that for patient ID, the pantoprazole was unable to be removed because it was greyed out with a triangle saying, "not available" and malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.